Manufacturer narrative:
H6. Investigation: a device history record review was performed for provided lot number 9122994 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were received for evaluation by our quality engineer team. Through examination of the pictures, foreign matter was observed on the product. In response to this incident, an inspection of the production line was performed, with special focus on the gowning requirements, the cleaning of the area, and the raw materials used. During the inspection, no abnormalities were found, and all operators met the gowning criteria. Currently, all production stations are cleaned at the beginning of each shift, with 100% inspection of product performed. Unfortunately, this hair was not detected during the inspection process. We believe this was an isolated incident with an unlikely recurrence. Root cause can be related with an incorrect segregation of the product since we were not able to identify the hair. A notification has been sent to all applicable personnel regarding this issue and the quality team is working with personnel to detect any potential foreign matter during the assembly process. H3 other text : see h10.

Event description:
It was reported that hair was found in the bd saf-t-intima¿ IV catheter safety system before use when opening the heparin cap. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the nurse was preparing to operation on the patients with venous transfusion, when she opened the needle packing inspection, she found that heparin cap and safe protection device had hair, and it couldn't be easily removed by hand, so it was immediately reported to the head nurse, head nurse informed manufacturers and dealers, and customer demanded manufacturer must be the fastest speed to investigate the reason and explanation was needed to give."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hair was found in the bd saf-t-intima¿ IV catheter safety system before use when opening the heparin cap. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the nurse was preparing to operation on the patients with venous transfusion, when she opened the needle packing inspection, she found that heparin cap and safe protection device had hair, and it couldn't be easily removed by hand, so it was immediately reported to the head nurse, head nurse informed manufacturers and dealers, and customer demanded manufacturer must be the fastest speed to investigate the reason and explanation was needed to give."